Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. The insulin pump was exposed to sweat. There was no physical damage on the insulin pump. The insulin pump was in the pocket and it was dropped on the floor. Insulin pump will be returning for analysis .

Manufacturer narrative:
Pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio beep anomaly noted. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.